Event description:
Add'l info rec'd from MFR 08/16/02: the pt was treated with intergrillin, asprin and 5000 ius of heparin as anticoagulants. Subsequent considerations: the pt was discharged home reported to be doing well. The device history record was reviewed and no deviations were found. While the complaint was confirmed, the returned device was found to be within specification. Rptr has investigated the molding process and the inspection method as a result of this report. MFR was not able to establish a root cause based on this investigation. No other compliants of this nature have been reported for this lot number. The pt's weight of 300 lbs affected the surgeon's technique. It was reported that some subcutaneous tissue became engaged between the positioner and the suture and affected the user's ability to tie an effective knot. Date MFR received: report april 2, 2002. Submission date of medical device report: april 26, 2002. The device was returned and was examined and tested as part of this investigation.

Event description:
Pt had angiogram and coronary angioplasty and stenting. Perclose (suture mediated closure system) used. During the deployment of the perclose, the "knot pusher" would not pull out of the femoral IV site. A surgeon was notified and a cutdown procedure was required to remove the device from the pt's groin.